Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery handpiece device was not working. It was reported that the battery was taken out and placed in another handpiece and worked okay, so it had to be the handpiece itself. It was reported that there was a 10 to 15 minute delay in the surgical procedure in order to obtain another unit. The patient outcome post-surgery was not reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the device failed pre-test for status of development, leakage, free moving, falling out protection ring and response of the on/off trigger. Since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The date the device was returned to the manufacturer was reported as july 7, 2017 in the previous report and has been updated to july 13, 2017. Upon further evaluation of the device it was determined that the device was leaky and the housing was leaking. Therefore, the reported condition was confirmed and the assignable root cause was determined to be due to normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.